Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: self test failed. Calibrated service software mode but issues is not solved. No patient involvement.